Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
The doctor reported that the dental implant failed due to infection. The doctor confirmed that the procedure was not completed with another implant and that the patient did not suffer any negative impact on his health as a result of the event. The doctor reported implant pain.